Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified left anterior descending artery for treatment of a 90% stenosis, pre-dilatation was performed and a 2.25x18 rx xience prime stent delivery system (sds) was advanced to the target site with no substantial resistance. The stent balloon was pressurized; however, the pressure indicator did not go beyond 2-4 atmospheres and contrast media was observed to be leaking. As a precautionary measure to prevent dislodgement of the stent, the sds was pressurized until the inflation device reached 14 atmospheres. The stent balloon inflated and the stent was successfully deployed. The sds was withdrawn from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. After the procedure, leaking from the mid segment of the catheter shaft was observed. No additional information was provided.